Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.

Event description:
Date of event is unk. Customer reported blood was infusing, a leak developed in the pumping segment, causing blood to saturate inside the lvp leading to an unspecified device failure. No pt harm reported.